Event description:
The customer stated that a falsely elevated alinity I afp result of 22.75 ng/ml was generated for a patient sample ((B)(6)). The customer's reference range is 0.00 - 8.78 ng/ml. The sample retested at 3.03 ng/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. To troubleshoot the issue, the result log was reviewed and found that the sample before the discrepant sample aspirated an extremely high afp result; therefore, the issue was considered to be carryover contamination of the sample probe. The probe was cleaned to resolve the issue. The instrument service history review revealed no additional service tickets associated with the customer issue following probe cleaning. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.